Manufacturer narrative:
Additional information: the patient interface (pi) concomitant product lot cp02137 was received and evaluated. Visual inspection found the returned sample had white debris, particles and residue on the cone lens which indicates that the unit was handled and prepared for surgical use. Also noted was a circular scribe on the cone lens. The clip was broken off of the gripper assembly. Functional clip inspection was unable to be performed as the clip has been broken off. Suction testing was performed using the original syringe for the pi returned. Results were found within specifications. Dimensional testing results were within specifications. A review of the manufacturing controls show the instructions require 100% cleaning of the cone and cap and the operators visually inspect cone surfaces for particulates, smudges, stains, imperfections, damage and deformation. Also, the operators performed the vacuum testing to the 100% of the units during production. In addition a review of the directions for use (dfu) was conducted and it was found that it provides the customer with information on properly handling the product. No failure was detected with the product.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Surgeon reported that during intralase flap procedure suction broke 1/3 into the pupil and case was aborted. Patient returned at a later date and photorefractive keratectomy (prk) was performed. Patient is doing well.